Manufacturer narrative:
Lawyer-filed report (B)(6). It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence, cystocele and rectocele and mesh was implanted. It was reported that following insertion of the mesh, the patient experienced pain, fistulae, erosion, extrusion, bleeding, infection, urinary/bowel problems, recurrence, neuromuscular problems, vaginal scarring and clostridium difficile colitis. It was reported that the patient underwent the following procedures: on (B)(6) 2009, excision of exposed mesh, vaginal repair, and cystoscopy due to pelvic pain and partial mesh exposure; on (B)(6) 2011, mesh excision due to urinary and bowel dysfunction, pelvic pain and vaginal erosion; on (B)(6) 2012, rectovaginal fistula repair, mesh excision, hysterectomy, abdominal colposacropexy and bladder suspension due to stress urinary incontinence and pelvic organ prolapse. (B)(4).

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat urinary incontinence, cystocele and rectocele. It was reported that the patient had the concurrent procedures of anterior and posterior repair with mesh and tension-free vaginal tape. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, fistulae, recurrence, neuromuscular problems, c. Difficile colitis and vaginal scarring. It was reported that the patient underwent mesh excision of exposed mesh, vaginal repair and cystoscopy on (B)(6) 2009 for pelvic pain and partial mesh exposure. It was reported that the patient underwent mesh excision on (B)(6) 2011 for urinary and bowel dysfunction, pelvic pain and vaginal mesh erosion. It was reported that the patient underwent rectovaginal fistula repair, mesh excision, hysterectomy, abdominal colposacropexy and bladder suspension on (B)(6) 2012 for stress urinary incontinence and pelvic organ prolapse. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of her internal tissues and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-02305. The same patient is represented in each medwatch.